Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2014 with the following findings: the battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fully tighten to the pump. Visual inspection revealed that the audio bolus button cover was detached, and there was evidence of moisture contamination on the bolus button contact. Due to internal moisture contamination, the pump was unresponsive with no audible tones, no vibrations, and a blank display when power up was attempted. Leak testing revealed a leak at the missing audio bolus button. The pump casing was removed and there was evidence of moisture contamination throughout the inside of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).